Event description:
Reportable based on analysis completed on (B)(4) 2014. It was reported crossing difficulties were encountered. The target lesion was located in the highly calcified circumflex (cx) artery. A 2.25x20mm promus premier stent delivery system was selected but was unable to cross the lesion. The catheter was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient status was stable. However, returned device analysis revealed stent moved on balloon.

Manufacturer narrative:
Device evaluated by MFR: a tactile and visual examination found the unit with no defects on the tip section of the device. The balloon was not tightly wrapped and appeared to have been subjected to positive pressure. The stent had moved distally over the distal markerband. There were various kinks along the hypotube. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).